Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. This complaint was reported by the patient's lawyer. The device was implanted by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the patient has experienced an injury after the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.